Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
An air gas module has been replaced and returned for investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).